Event description:
The customer observed a falsely depressed calcium (cac2) result on a patient when processed on the alinity c processing module. Results were not reported to the medical provider. The following data was provided. Sid (B)(6); initial results = < 1.0 mg/dl, repeat results = 9.2 mg/dl. The customer reference range = 8.40 to 10.20 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, and during troubleshooting it was discovered the r2 probe was not centered. The alinity c-series reagent probe (list number 04s49-01) was calibrated/adjusted to resolve the issue and deemed the likely cause for the discrepant calcium2 results. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant or erratic patient results. A review of tracking and trending for the alinity c processing module and alinity c -series reagent probe did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6), and/or the alinity c -series reagent probe was identified.

Manufacturer narrative:
Complete information for section a1: patient sid (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely depressed calcium (cac2) result on a patient when processed on the alinity c processing module. Results were not reported to the medical provider. The following data was provided. Sid (B)(6); initial results = < 1.0 mg/dl, repeat results = 9.2 mg/dl. The customer reference range = 8.40 to 10.20 mg/dl. There was no impact to patient management reported.